Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007- product type: catheter. (B)(4).

Event description:
It was later reported that the patient was going through withdrawal type symptoms. The actions required as a result of the event included hospitalization. Diagnostic testing included checking logs. The product issue was not resolved. A catheter dye study was performed and csf returned easily. The catheter product issue was resolved and the cause of the issue was not determined. The patient was hospitalized to perform other tests included eeg and blood work. The patient had fever and increased spasticity. The location of issue or symptom was at an unknown location. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after a pump replacement surgery in (B)(6) the patient had some increased spasticity. They assumed it was because of the pain of surgery. The patient was given a bolus as well as a dose increase and has had 4 episodes of increased spasticity since then. At the time of report the patient was in the hospital with increased spasticity. A dye study was performed and nothing was abnormal. The patient¿s mother reported that they heard an alarm 2 weeks after surgery, but the pump was interrogated and did not show an alarm occurred. The pump was used to infuse lioresal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.